Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm small grasping retractor instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged pitch cable at the proximal end. Additional findings: the instrument was found to have a broken bottom chassis near the input #4 disk. The broken piece was not returned measuring roughly 0.8370" x 0.3395" in size. The root cause of dislodged pitch cable at the proximal end is attributed to component failure. The probable root cause of broken instrument chassis is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to damage. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.